Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal left circumflex (lcx). The lesion was predilated with a 2.0mm non-bsc balloon. The physician attempted to place the 2.50x16mm taxus liberte stent, but was unable to cross the lesion after several attempts. Upon removal the stent struts were found to be partially damaged. The procedure was completed with a 2.5mm non-bsc stent. Pt status reported as "good."